Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was found torn. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle and an unknown 6f sheath was on the catheter, attached to the sheath catch. The catheter was protruding at an angle away from the shuttle tube. The sealant as observed was exposed to blood, swollen, and about 10mm from balloon¿s proximal end on the catheter. An unknown 6f procedural sheath procedure was displaced 35mm from balloon¿s proximal end on the catheter, with stopcock closed. The advancer tube remained in the shuttle tubing. The syringe was attached to the device in neutral position. Per functional analysis, since the device was received in shuttle down condition, the shuttle was retracted to the black handle during product analysis to test the functionality of the device. However, the advancer tube was found trapped in the shutting tubing due to dry blood and could not be deployed. The procedure sheath was removed, and dried blood was loosened. Next, the shuttle down procedure was simulated and this time, the advancer tube was found to be properly engaged to the proximal tamp lock. Next shuttle retraction was performed, and the advancer tube was able to deploy on the catheter as intended per the IFU. Per microscopic analysis, the tamp locks were inspected under high magnification and no anomalies were observed. The sealant was exposed to the blood and swollen. Per dimensional analysis, the distance between the proximal and distal tamp locks was measured and noted to be within specification. A product history record (phr) review of lot f2016101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete removal of the device, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk ¿ remove device, instructs the user to deflate the balloon, withdraw the balloon catheter through the advancer tube , maintain fingertip compression on the skin, remove advancer tube, and continue fingertip compression for up to 1 minute¿. Failure to hold the advancer tube in place during catheter removal, could dislodge the sealant from the vessel wall, as experienced in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was found torn. There was no reported patient injury. The device will be returned for evaluation.